Manufacturer narrative:
The fluid leaked from the transfer set after the patient disconnected. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting from the setup during emergencies. The guide instructs to close all clamps prior to disconnection and cap off the transfer set. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the patient disconnected during peritoneal dialysis therapy, the fluid leaked out of the open transfer set. The patient was in drain three of four at the time of the reported event. The patient then reconnected. The technical service representative instructed the patient to end the therapy. The patient bypassed to fill four of four. There was no patient injury or medical intervention associated with this event. No additional information is available.